Event description:
It was reported to the service and repair department that the threading has detached from the barrel on the locking holding sleeve-long for matrix. Reportedly the hospital noticed the damage after cleaning. This complaint is not for a warranty replacement only. This event did not contribute to a death or injury, whether the device was misused or not. The device did not malfunction during surgery while being used on patient. The reported instance was not an anticipated service or warranty replacement issue. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Part received date added. Corrected manufacture date per engineering from 10/31/11 to 10/25/11 and 2/15/12. The as received condition upon the return is missing most of the first external thread of the major diameter m6.5x0.75. Except for this flaw, the instrument is in excellent condition. 03.616.043 is a locking holding sleeve for the matrix pedicle screw system. This holding sleeve is the same design as a shorter locking holding sleeve 3.616.042. No us matrix technique guide includes these instruments. The usage steps for these two locking holding sleeves significantly differ from the locking holding sleeves that are included in the us technique guides. Improper use of this holding sleeve can contribute to the hazard experienced in this complaint. The external m6.5x0.75 thread shows deformation to the major diameter. The chu successfully screwed on a matrix screw (not a part associated with this complaint) to the holding sleeve. This threaded connection was not smooth. The matrix screw included in this complaint has failed proximal threads in the head of the screw. The chu engineer reviewed the associated drawings. These drawings call out the appropriated dimensions, material (17-4 stainless steel, heat treated), and finishing processes for a successful inner shaft. The pedicle screw implant and driver dictate the thread dimensions and inner shaft diameter of this instrument. The chu engineer reviewed the complaint history since the launch of this device. The history shows (B)(4) complaints with the same hazard from october 2011 to may 2013. The chu calculated the occurrence rate based on the number of locking caps sold during this same time period and the number of holding locking sleeve available. (B)(4). The chu engineer also reviewed the risk analysis for this device 0000078680 version a.12. Based on the occurrence rate of this evaluation, pd needs to review line 60 of this risk analysis. Proper use is critical to the success of this device. The us matrix techniques guides do not include part numbers 03.616.042 or 03.616.043. Without instructions for these part numbers, these instruments are susceptible to failure. The disposition for this complaint from a pd perspective is valid.

Manufacturer narrative:
The locking holding sleeve ¿ long for matrix DHR, for synthes p/n 03.616.043, and synthes lot 6633547, supplier lot 3073500-001, manufactured by rms company. The suppliers certificates of compliance, dated september 24, 2011 and september 27, 2011 for two receipts of the same lot, indicate the parts were manufactured to p/n 03.616.043, revision b and met the required specifications. Ncr (B)(4) was generated october 3, 2011 for (B)(4) received for supplier fai data not within the drawing specifications. The (B)(4) parts were returned to the supplier and the ncr was closed october 3, 2011. A second lot for (B)(4) pieces, received on synthes (B)(4) on september 28, 2011 was inspected and conformed to synthes incoming final inspection sheet number (B)(4), revision a, completed and released october 25, 2011. Ncr (B)(4) was generated october 25, 2011 for a (B)(4) piece lot, received october 21, 2011, in which the ball hole location was under specifications on the supplier fai data sheets. The ncr was dispositioned, use as is, and closed and released october 25, 2011. Ncr (B)(4) was generated february 13, 2012 for (B)(4) that were repackaged with the incorrect lot number. The parts were repackaged again with the correct lot number and the ncr was closed february 15, 2012. Ncr (B)(4) was generated november 9, 2012 as an audit finding for incorrect component part number listed on the supplier rework documentation. The supplier rework documentation was corrected and the ncr was closed november 9, 2012. Ncr (B)(4) was generated december 4, 2012 as an audit finding for blank fields listed on the supplier fai data sheets. The supplier data sheets were corrected and the ncr was closed december 4, 2012. The items condition does not indicate that the item had failed due to prolonged use. The remaining threading appears to be intact and there is no visible drop damage. One cannot determine how the threading became broken as the method it was used in the or and the process which it was cleaned is unknown. The item was received on 05/31/2013 for service. It was scrapped on 06/01/13. The item was released to the warehouse on 10/31/11.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. Additional evaluation (shr) can not be performed as this is a lot controlled item.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.